Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. . The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure, it was noted that the hemostasis valve was torn and blood leaked from the valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.